Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report which reported the following information: a pharmacist reported on behalf of a customer who is receiving erratic glucose results from an abbott diabetes care device. An adc freestyle libre 2 sensor received a scan of 2.1 mmol/l as compared to a result of 24 mmol/l obtained on an adc meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received an mhra user report which reported the following information: a pharmacist reported on behalf of a customer who is receiving erratic glucose results from an abbott diabetes care device. An adc freestyle libre 2 sensor received a scan of 2.1 mmol/l as compared to a result of 24 mmol/l obtained on an adc meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the libre sensor. A valid serial number was not provided for the reader. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review were conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. A tripped trend review were conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted